Event description:
Pt was having a renal biopsy. First attempted under ultrasound without success. Then under computerized tomography. After biopsy finished pt became hemodynamically unstable. It was discovered that pt had hematoma, continued to bleed into abdomen until 2/22. On 2/23 bleeding subsided. Pt in critical condition on a vent. Transfused numerous times varices were punctured during attempts at biopsy causing bleed.